Manufacturer narrative:
This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device was evaluated and the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly. UDI ¿ (B)(4).

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the handpiece device was generally missing parts, the etching on the device was worn out, the mechanics had seized, jammed, and were moving heavily, and the trigger of the device was blocked, jammed, and moving heavily. It was noted that the trigger was blocked, the label was worn, the mechanics were difficult, and the housing was broken. It was further determined that the device failed pretest for check response of on/off trigger, check function of all modes, check falling out protection (steal ring), check of free moving, check proper function of the triggers, check the attachment coupling, check for leakage, and general condition. It was noted in the service order that the device was broken. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.